Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the position sensor unit (psu). The system then passed the system checkout and was found to be fully functional. The psu was returned to the manufacturer for analysis. Analysis found that the returned psu powered up with the amber fault light on. A check of the event log indicated a sensor voltage low failure. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that when the site was setting up for a case and verifying instruments, they noticed that the camera in the tracking view could not track the frame. I showed a message that small passive frame not tracking. They then noted the amber light on the camera is on. In the camera details there was an error for connectivity. There was not a patient present.